Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device is scheduled for explantation due to allegations of premature battery depletion.